Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion of the arterial catheter (femoral), there was abnormal bleeding at the puncture site. It seems that the gauge between the puncture needle and the catheter does not allow for proper fit". The issue was resolved by manual compression. The condition of the patient is reported as 'fine'.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion of the arterial catheter (femoral), there was abnormal bleeding at the puncture site. It seems that the gauge between the puncture needle and the catheter does not allow for proper fit". The issue was resolved by manual compression. The condition of the patient is reported as 'fine'.